Manufacturer narrative:
Concomitant medical products: 407645 lead implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that three days post implant "one of the wires came out." The right ventricular (rv) lead remains implanted and in use. No patient complications have been reported as a result of this event.